Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2020181 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020181 met the qc criteria. The complaint issue was not found in the retention samples. The root cause is undertermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). Customer had no lines after 15 min. Test was invalid. Strip pouch was undamaged and cassette was used imediately after opening. The pouch did have the desicant. Product strored between 2-30c. She did apply 4 drops in the correct well. Cassette was on a flat surface and was not moved.